Manufacturer narrative:
The product was not returned for investigation. A device history record review was completed and noted that the device passed all post sterile inspection checks. The cause of the thrombocytopenia cause was not determined due to insufficient clinical details. E.1 zip code extension was added as it was inadvertently omitted from the initial manufacturer report submitted. Section h6 investigation coding has been updated accordingly based on the completed investigation. H.6 code b18 was reported incorrectly on the initial manufacturer report and the correct code was added to type of investigation section.

Event description:
The complainant reported a patient with cardiomyopathy was initially implanted with an impella cp device and escalated to an impella 5.5 as a bridge to decision (transplant or durable left ventricle assist device). Approximately 21 days after start of the impella 5.5 support, the patient was positive for heparin-induced thrombocytopenia. The decision was made to bridge to a durable left ventricle assist device, which was successfully completed 11 days later.

Manufacturer narrative:
Product status: the impella device was not received from the customer as according to the site it was not saved. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 smartassist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).